Event description:
The account alleged that the pt positioning monitor is not alarming at the bed, but it will alarm at the nurses station.

Manufacturer narrative:
The account ordered a new scale/ppm board. Repairs have not been completed.